Manufacturer narrative:
Per tandem user guide: to activate the bile communication, you need to enter the unique transmitter ID into your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the transmitter ID had not been entered into the pump. The transmitter ID was entered into the pump and transmitter regained connection with pump. No additional patient information was available.